Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg site was relocated which resolved the reported issue. Please note: the exact event date is unknown and concomitant product model 3146 (2), implant date: unknown.